Event description:
The foreign distributor in (B)(4) reported that the ventilator intermittently comes up with motor fault, when switch off and on again it works 100%. Alarm can be seen in the events.

Manufacturer narrative:
(B)(4). Carefusion has requested additional details concerning the reported event and has provided troubleshooting recommendations in order to identify a potential cause of the reported event. As of 06/12/2015 there has been no response from the user facility.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the vela unit and opened unit to visually inspect interior no anomalies noticed. Powered in service mode and view event error log, notice motor fault and vent inop events recorded along with 48v and 24v power supply voltage too low. Unit powered on and started to ventilate with no anomalies. Run in overnight with run in settings and perform battery performance test and failed; unit turns off immediately. Findings/root-cause: reported problem was isolated to internal battery pack.